Event description:
It was reported that the customer received an auto-off alarm. Customer's blood glucose level was impacted. During troubleshooting with tandem technical support, customer understood that the alarm occurred due to no interaction with the pump for an extended period of time. Alarm was cleared successfully.

Manufacturer narrative:
The t:slim user guide states that the auto-off feature can be set up to 24 hrs or off. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.